Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed via evaluation of the returned devices. Method & results: product evaluation and results: visual inspection: the device was returned for evaluation. Damages an scratches are visible along the body of the stem, damage/wear is visible on the stem trunnion. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The head and stem were returned for evaluation. Damage consistent with the loss of taper lock was observed on the head and stem. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Pre- and intra-operatively, the following were noted: head dissociation, trunnion wear, liner wear. Patient was revised to a restoration modular stem construct with ceramic head and x-3 liner.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Pre- and intra-operatively, the following were noted: head dissociation, trunnion wear, liner wear. Patient was revised to a restoration modular stem construct with ceramic head and x-3 liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned to the manufacturer.